Event description:
On (B)(6) 2024, it was reported to customer support that this patient on peritoneal dialysis (pd) and had an episode of sharp pain during pd treatment that did not result in any reported medical intervention. Additionally, it was stated the patient was experiencing pain after pd treatment with the cycler. Treatment data for (B)(6) 2024 were recorded and there is no evidence of cycler malfunction or increased intraperitoneal volume (iipv). Further follow-up was performed with two pd nurses familiar with the patient. It was reported that on (B)(6) 2024 the patient was hospitalized for abdominal pain. It was stated that the patient had a pd culture obtained in the hospital which grew serratia marcescens. Additionally, it was stated the patient was diagnosed with calculus gallbladder without obstruction and concomitant epigastric peritonitis. The patient remained hospitalized at the time follow-up was completed and was to have pd catheter removed and was transitioned to hemodialysis for renal replacement needs. No other details about the hospitalization are available, including treatment information. The patient¿s nurse confirmed there were no reported fluid leaks or issues with fresenius products in relation to this event. The nurse stated the likely source for the peritonitis infection was a breach in infection control as the patient admitted to not disinfecting his shower head.